Manufacturer narrative:
An event of paravalvular leak and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported paravalvular leak could not be conclusively determined. The cause of the reported pericardial effusion could not be conclusively determined. Unexpected medical interventions were a result of case-specific circumstances, as a pericardiocentesis and post balloon aortic valvuloplasty were performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code: 2993.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully. At a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. Pericardial effusion was noted to be localized; pericardiocentesis was performed. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. There were no deployment or retraction difficulties observed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. Pericardial effusion was noted to be localized; pericardiocentesis was performed. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.